Event description:
It was reported that the patient experienced atrial flutter. The atrial lead exhibited loss of sensing at 0.1 mv. Chest x-rays will be taken.

Manufacturer narrative:
No medwatch form was received.